Event description:
97 year old blind, spanish speaking, female admitted to hospital on 1/18/92 with gastroenteritis and lobar pneumonia. Hgt. 4'11"; weight 120 lbs. Had a hiostory of falling at home. Placed on fall prevention program including use of posey waist restraints. At 0002 hrs. On 1/20/92 found dead, dangling frm bed with posey intact between upper and lower siderails. All four rails up. (Noted to be resting quietly in bed at 2200 hrs.) Cornor investigation concluded asphyxia due to abdominal constrictiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, unanticipated. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.